Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation caused by a migrated lead. As a result, the physician repositioned the lead on (B)(6) 2018. Postoperatively, effective therapy was restored.

Manufacturer narrative:
Correction- lead was explanted and replaced on (B)(6) 2018.